Event description:
It was reported the patient had their stimulation adjusted by a manufacturer representative the day prior to call and it was too high. It was noted stimulation was also not in the patient¿s feet as desired. It was reported the patient was able to decrease stimulation the night prior to call, but could not communicate with the programmer after that. It was noted the patient had poor communication both with and without the antenna. It was reported the patient had poor communication because, a year prior, the patient had gall bladder surgery and the surgeon moved the implant around because it was in their way. It was noted weight gain was also a potential reason for poor communication.

Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3550-29, lot # n202807, implanted: (B)(6) 2010, product type accessory; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).